Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total hip arthroplasy; mr (B)(6), (B)(6) 2018: surgeon complained about the bluntness of the small calcar reamer used during the operation. We needed to open a second tray to utilise a sharper calcar reamer. Requesting a replacement. No adverse events reported. Two minute delay to the procedure. Female, patient ID: (B)(6), aged (B)(6) years, dob: (B)(6).

Manufacturer narrative:
(B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.